Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for hi blood glucose test results. Brother is calling on behalf of the customer. The customer called concerned with test results from result obtained of hi non-fasting. The customer's expected blood glucose test result range was not provided. The customer feels well and did not report any symptoms. Caller had stated they will call customer's doctor to see if they should increase the customer insulin. During the call, a blood test was performed by the customer non-fasting and produced test result of 513 mg/dl using true metrix air meter. The test strip lot manufacturer¿s expiration date is 08/31/2027; product storage and open vial date were not provided. The meter memory was not reviewed for previous test result history.